Event description:
It was reported that the patient stopped using the pump years ago, but the pump was now rubbing against the patient and it was uncomfortable. Pump end of service (eos) was reported. There were no therapy concerns that prompted the patient to stop using the pump; they purposely cut the catheter in order to do the surgery. It was thought that the surgery would eliminate the pain, and the need for the pump, and it actually had. The patient was seeking a surgeon to remove the pump. No additional patient symptoms were reported. The drug the pump was being used to infuse was unknown; the event was not related to any medication. No outcome or interventions were reported regarding this event. Further follow up was requested to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.